Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, alarm log review and functional testing were performed. During the functional testing and the alarm log review a low battery alarm was identified. The cause of the alarm was the damaged battery and blown fuses. The battery and the fuses were replaced and the pump was serviced to meet functional specification. A service history review revealed repetitive failures of low battery alarm; however there was no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced a low battery alarm. The alarm occurred before use. There was no patient involvement. No additional information is available.